Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a partial introducer was returned and analyzed. The analysis indicated that there was a mechanical issue with the sheath of the delivery system introducer. The delivery system introducer sheath was kinked/buckled. Blood was observed on the delivery system introducer flush port valve. Blood was observed on the delivery system introducer flush tube. Blood was observed on the delivery system introducer distal seal. Blood was observed on the delivery system introducer proximal seal. The analyst noted a partial micra introducer was returned without the dilator. There is no hydrophilic coating present on the sheath of the dilator. The sheath is kink/buckled at 34 cm from the distal end of the sheath. There is blood on the seal cap. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) after wetting the surface with saline the introducer sheath appeared to have no hydrophilic coating. It was also reported there was resistance encountered introducing the sheath. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.